Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR#2916596-2017-00711. (B)(4). Approximate age of device ¿ 31 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013 and had undergone a pump exchange on (B)(6) 2017. The patient¿s post-exchange coarse was complex, starting on 03/27/2017 when the patient¿s mean blood pressure was 50 mmhg requiring vasopressors, mixed venous o2 saturation was 44% and hemoglobin was 8 mg/dl. The patient received blood products and fluid and the pump speed was reduced. The patient was extubated on (B)(6) 2017, but experienced respiratory distress and was reintubated the following day. The patient was also on antibiotics for an unspecified infection. On (B)(6) 2017 an ultrasound of the extremities found clotting in the arms. The patient was on heparin and coumadin and thrombate iii was administered for a low antithrombin iii level. Vasopressors were weaned off and milrinone was initiated. On (B)(6) 2017, revatio for pulmonary hypertension was initiated; the patient was febrile and on unspecified antibiotics and an anti-fungal. On (B)(6) 2017 the patient was again weaned from the ventilator and extubated. Cultures were drawn but no results were provided. On (B)(6) 2017, a CT scan of the chest showed clots at the central line / thermodilution catheter which was then discontinued. The patient¿s driveline site from the first pump was draining clear fluid and the wound was being packed with mesalt dressings. Throughout the ensuing couple of weeks the patient continued with respiratory support, tracheostomy, diuretics, multiple antibiotics, tube feedings and physical therapy. A tagged white blood cell scan revealed no source of uptake. Pan cultures found only candida in the urine. A ramp echocardiogram performed on (B)(6) 2017 was negative. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) level was elevated to 1200s u/l from the 600s u/l the week prior. A system controller log file was submitted for review by the manufacturer¿s technical services representative. The pump speed had been decreased from 9400 to 9200 rpm. The log file patterns were fairly stable until approximately (B)(6) 2017 when the pump power started to be a little elevated. On (B)(6) 2017 the patient¿s ldh was at 1600 u/l and plavix was added to the anticoagulation regimen. The patient experienced renal failure, and after discussions on 05/03/2017 regarding the need for dialysis, the patient¿s family elected to place the patient on palliative care. On (B)(6) 2017 the patient was profoundly hypotensive, the lvad and ICD devices were turned off, and the patient expired.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The submitted system controller log files contained approximately 35 days of data from (B)(6) 2017 to (B)(6) 2017 and captured multiple elevations in pump power and estimated flow. After these elevations occurred, the values returned to their respective baseline ranges. Additionally, a low speed event occurred on (B)(6) 2017 at 15:55, when the pump speed dropped below the low speed limit. The device operated above the low speed limit for the remainder of the log files. A specific cause for the change in pump parameters could not be conclusively determined. Thrombus, hemolysis, infection, renal failure, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.